Manufacturer narrative:
(B)(4). This MDR is being submitted as part of a retrospective review/remediation effort performed at the aptus (B)(4) location, following medtronic¿s acquisition of aptus endosystems. This activity is being managed through medtronic¿s aptus integration plan.

Event description:
Endoanchors were being utilized to secure a de novo 32mm medtronic endurant graft in a 24mm short, angulated, conical neck. A 22mm reach heli-fx guide was being used. During 2nd stage deployment of the 7th endoanchor, the heli-fx applier encountered resistance, which could be seen on the imaging as well as heard. First stage deployment of the endoanchor encountered no issues. The anchor was deployed in an area of the proximal stent struts of the 32mm medtronic endurant graft and potentially in an area of calcification. The case was completed successfully and to the satisfaction of the physician. The broken anchor caused no patient adverse effects. After removing the heli-fx applier, the nurse attempted to load a subsequent endoanchor but it was not possible. It was observed that the crossbar of the 7th endoanchor remained within the tip of the applier. The broken endoanchor portion was removed with forceps from the applier and two additional endoanchors were deployed successfully.